Manufacturer narrative:
Evaluation summary: the sample was not received at the manufacturing site for evaluation for the report of the injector overshot and damaged the lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a damaged intraocular lens (iol). Additional information was provided that during a cataract extraction with iol implant procedure, the lens was damaged by the lens injector. The injector overshot the lens once advanced. In the surgeon's opinion, there was some 'other' cause to the event explained as the injector. There was no serious patient injury. No surgical intervention needed.